Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer, that during use, the cardiosave hybrid type b plug (iabp) fiber optic sensor failure alarm occurred. There was no patient harm.